Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported problem. The instructions for use which accompanies each device states: "complication may include, but are not limited to: postoperative hematoma; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; and perforations of lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery.